Event description:
It was reported that pump experienced malfunction and screen went dark without any events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source, observed pump turn back on with malfunction message, and then reset pump with guidance from technical support; malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and customer acknowledged instructions.